Manufacturer narrative:
(B)(4). Medical products: oss dcm polyethylene tibial bearing #: 150414, lot #: 328940. Oss tibial bushing #: 150476, lot #: 947960. Oss locking pin #: 150478, lot #: 015620. Oss tm yoke #: 150493, lot #: 532330. Oss rs femoral bushing #: 161034, lot #: 786860. Oss rs axle #: 161035, lot #: 273200. Oss non-mod tib plate long #: 150420, lot #: 716230. Oss diaphyseal segment #: 150465, lot #: 845630. Oss segmental stacking adapter #: 150483, lot #:012900. Cps anchor plug #: 178400. Lot #: 081840. Cps nut co-cr-mo alloy #: 178512, lot #: 084090.. Cps transverse pin #: 178526, lot #: 812230. Cps/oss tpr adapt w/oss sc #: 178711, lot #: 928770. Cobalt-g hv bone cement #: 402433, lot #: 703160. Optivac kit double mix #: 417200, lot #: 341879. Cps spindle collar #: cp112678, lot #: 638250. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10845, 0001825034-2017-10846, 0001825034-2017-10847, 0001825034-2017-10848, 0001825034-2017-10849 and 0001825034-2017-10850. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The patient underwent a revision procedure 2 years 2 months post initial surgery due to unknown reasons.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10845-1, 0001825034-2017-10846-1, 0001825034-2017-10847-1, 0001825034-2017-10848-1, 0001825034-2017-10849-1 and 0001825034-2017-10850-1. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.